Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the lock having both rotational and lateral movement with a residue buildup present. New components were added to replace worn internal parts; unit needed to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield skull clamp found both rotational and lateral movement.